Event description:
A medtronic representative reported that, while in a cranial procedure, the software showed localizer not connected message. The patient had already been registered and the surgeon was in the navigate task. In trouble-shooting, the camera lights were checked and the expected 2 green lights were lit. The medtronic representative noted the camera cycled, saw a blue light momentarily, however, the localizer not connected message remained. Re-booting the cranial software restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Return requested. Replacement cable ext scu to r/a psu shipped to site (B)(4) 2014. Medtronic investigation of returned suspect cable finds that the straight lemo connector has bent pins not allowing connection to the mating part. Further testing not possible. Connector is damaged & pins bent - physical damaged directly caused event. A medtronic representative, following-up at the site, reported being unable to replicate the issue and noted the camera cable was bent in and appeared to be damaged. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. Determined not a software problem, the issue was caused by physical damage to the cable. Software is functioning as designed.